Event description:
It was rpeorted that during an attempt to remove the guide wire from the pt, it separated. The separated portion of the guide wire was unable to be retrieved and remains in the pt's vasculature.